Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) and a manufacturer representative regarding a patient who was receiving baclofen via intrathecal drug delivery pump. The type of baclofen was unknown, but was reportedly probably compounded baclofen as that it was the clinic uses. The indications for use of the pump system were familial spastic paraparesis and intractable spasticity. It was reported that the patient had an issue with a broken catheter in 2015. The patient had exhibited a return of spasticity. After several days, a dye study was done and confirmed the catheter issue. The pump and catheter were subsequently exchanged. Information related to the cause of the broken catheter and drug information [type of baclofen in the pump, concentration, dose, frequency, lot number, therapy dates, and concomitant drugs] was not reported. Follow-up was requested to obtain additional information.